Event description:
Healthcare professional reported right side ¿change in shape corroborated by magnetic resonance imaging", ¿pain¿, ¿bilateral retropectoral prosthetic implants with early signs of intracapsular rupture¿ which has been asses as not related to the device ,¿cysts distributed in both breasts" which has been asses as not related to the device¿ later, physician reported "isolated benign microcalcifications " and "lymph nodes with heterogeneous hyperechogenic content, with posterior acoustic shadowing, especially the one measuring 12 mm, suggestive of lymph nodes with silicone material" confirmed via ultrasound. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b3, b5, d6a.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 27feb2024.

Event description:
Healthcare professional reported right side ¿change in shape corroborated by magnetic resonance imaging", ¿pain¿, ¿bilateral retropectoral prosthetic implants with early signs of intracapsular rupture¿ which has been asses as not related to the device ,¿cysts distributed in both breasts" which has been asses as not related to the device¿ later, physician reported "isolated benign microcalcifications " and "lymph nodes with heterogeneous hyperechogenic content, with posterior acoustic shadowing, especially the one measuring 12 mm, suggestive of lymph nodes with silicone material" confirmed via ultrasound. Device remains implanted.

Event description:
Healthcare professional reported right side ¿change in shape corroborated by magnetic resonance imaging", ¿pain¿, ¿bilateral retropectoral prosthetic implants with early signs of intracapsular rupture¿,¿cysts distributed in both breasts", and ¿right axillary lymph node structures at level I and in both internal mammary chains with silicone material.¿ device remains implanted.

Manufacturer narrative:
Continued e1 phone number: (B)(6). Continued e.1. Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture , silicone migration